Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the sensor did not give a reading in over 12 hours. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause was determined to be sensor noise.